Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent damage on multiple locations along the stent length with struts lifted. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0x20mm target lesion was located in the moderately tortuous and calcified left circumflex artery. A 3.00 x 20mm synergy drug-eluting stent was advanced for treatment; however, it was noted that two ends of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0x20mm target lesion was located in the moderately tortuous and calcified left circumflex artery. A 3.00 x 20mm synergy drug-eluting stent was advanced for treatment; however, it was noted that two ends of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.